Manufacturer narrative:
Consumer was using pad under her body, crushing the pad, which is a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer was using a heating pad on her feet under the covers on her bed. When she pulled the covers back, the heating pad was on fire and damaged her bedding. No injuries were reported with this incident.